Manufacturer narrative:
This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33. The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 23015m800 through worldwide data. Return testing was not completed as returns were not available. Trending was reviewed and determined no trends were identified for the product for the issue. The historical performance of reagent lot 23015m800 was evaluated using worldwide data from customers in the field. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 23015m800 is inside the established control limits, which indicates acceptable product performance. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 23015m800 was identified.

Event description:
The customer reported a false elevated architect ca 19-9xr result for a patient. The patient¿s clinical history is unknown. The customer could not confirm if the patient has been diagnosed with cancer. The following data was provided: initial result = 42.4 u/ml, repeat results = 8.0, 9.1 u/ml. Previous result = 8.0 u/ml there was no impact to patient management reported.